Event description:
It was reported by a customer that during patient use, the 840 ventilator graphic user interface (gui) top half display became blank. There is no report of serious injury or death associated with this event.

Manufacturer narrative:
The covidien customer support engineer (cse) evaluated the device, and verified the reported malfunction. The cse replaced the graphic user interface (gui) printed circuit board (pcb), and backlight pcbs, which resolved the issue. The unit passed all tests and calibrations, and it was observed to be operating within manufacturing specifications. (B)(4).